Manufacturer narrative:
Correction a2: age 27-years old. The investigation concluded that without a sample functional evaluation could not be performed in order to confirm or duplicate the reported incident. A root cause could not be determined. All information reasonably known as of 18-dec-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-nov-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported tube completely broken off inside of the patient. The patient had to go to endoscopy and the gastro-intestinal (gi) doctor performed a procedure and retrieved the broken device. Additional information received 27-oct-2020 stated the patient's mother, a registered nurse, reported the devices had a malfunctioning gastric port, with reflux. The patient's mother heard a popping noise while injecting into the tube on the prior evening. A wire was inserted, and the button portion of the device was removed. At the time of the event the tube transected, approximately 35cm from the proximal duodenum to the jejunum. The wire left in place, the was patient transferred to endoscopy for retrieval of distal portion of tube. The patient was returned to imaging and new device was placed.